Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02580. It was reported the patient's leads migrated. The issue was confirmed via x-ray. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was established postoperatively.